Event description:
Primary ope date was not specified at this time. The patient underwent the replacement with hmrs distal femur component. At the time when he started walking in the pool, gap was confirmed between distal femoral component and ancholage stem. On (B)(6) 2014, revision surgery was performed. Ancholage stem was fixed with the bone. The loosening of the connection of femoral component and ancholage stem was confirmed. Only the femoral component was replaced.

Manufacturer narrative:
Expiration date corrected. 510k updated and implant date updated. An event regarding loosening of the connection of the femoral component involving an hmrs distal femur was reported. The event was not confirmed. The device was returned for evaluation. It was visually unremarkable. The device was dimensionally and functionally acceptable. Medical evaluation was not possible due to insufficient information was provided for review. Device history review. All devices accepted into final stock met specification. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient medical records were provided. No further investigation for this event is possible at this time.

Event description:
Primary ope date was not specified at this time. The patient underwent the replacement with hmrs distal femur component. At the time when he started walking in the pool, gap was confirmed between distal femoral component and ancholage stem. On (B)(6) 2014, revision surgery was performed. Ancholage stem was fixed with the bone. The loosening of the connection of femoral component and ancholage stem was confirmed. Only the femoral component was replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.